Manufacturer narrative:
(B)(4)b5: describe event or problem - additionalh2: additional information/correctionh6: medical device problem code - correctionh6: type of investigation - additionalh6: investigation findingsh6: investigation conclusion

Event description:
It was reported that the patient experienced an alert/notification issue. On (B)(6) 2026, the patient¿s healthcare provider reported that the patient passed away in his sleep due to severe hypoglycemia on (B)(6) 2026. It was also stated that the patient¿s dexcom mobile app ¿did not give any alerts¿ prior to the patient¿s passing. No other patient or event details were provided. No product was provided for investigation. Data has been received but is pending evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, additional information was provided on 07/13/2026. Data was provided for investigation. A review of the data indicated that on 6/6/2026 the alerts functioned as intended at the patient¿s respective thresholds. A sensor failure was detected at 4:18 am due to very low counts aberration and the sensor failure alerts incrementally increased as intended. The sensor failed alert was acknowledged at 4:29 am. The allegation and the probable cause could not be determined. No additional patient or event information is available.